Event description:
It was reported that the chronic pocket incision had stretched and threatened erosion of the skin over the left ventricular (lv) lead where there was only a thin layer of skin. A pocket revision procedure was performed where the pocket was cleaned out and this cardiac resynchronization therapy defibrillator (crt-d) was moved from a sub-cutaneous to a sub-pectoral location on the patient. The lv lead was not manufactured by (B)(6). It was noted that there was no evidence of pocket infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).